Event description:
Fibromyalgia, sleep disorder, symptoms: myasthenia gravis, multiple vision, yeast infections, tmj, thickening of skin, rashes & acne, eleven avcesses, memory loss, "upper respiratory", tia.